Event description:
It was reported that a stent profile issue was noted post-deployment. A 24 x 3.50mm promus premier¿ stent was advanced and implanted in a coronary artery. However, a "funny appearance" became visible at the lesion site. Upon magnification it wasn't clear if there was a strut fracture or some kind of longitudinal appearance. Post dilation was performed however the issue was not resolved. A 4.0x16mm promus premier¿ stent was deployed in the area of the appearance and it seemed to rectify the issue. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).